Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had accidentally entered her blood glucose level into the carbohydrate while requesting a bolus causing her to have a low blood glucose level. Customer is more careful now when entering her blood glucose levels and carbohydrates into the pump.